Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert tone from the device. A check on the device revealed that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of noise with sensing integrity counter (sic). The lead had increasing and high pacing impedance. Isometrics were performed and oversensing of noise could be reproduced when the patient raises hand overhead. The lead was suspect of a fracture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.